Manufacturer narrative:
One used portex® neonatal/pediatric intubation kit was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection of the returned sample found that the 2.5mm connector was broken and detached; the remainder of the returned sample showed no defects. Investigation was unable to determine the root cause of the connector breakage; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a portex neonatal/pediatric.intubation kit tube had its white hub snap at its "neck," leaving a piece in the tubing during tube insertion. There was a delay in intubation as a result of this issue, and the patient was re-intubated with a different tube after a period of continuous positive airway pressure using nasal prongs. The event occurred in the neonatal intensive care unit. No patient injury was reported.